Manufacturer narrative:
Conmed linvatec received two 87k arthroscopy pumps and one 87k arthroscopy tubing set for evaluation. The results of the evaluations revealed that the two 87k pumps were not serviced as per the manufacturer's recommendation of every 12 months and the tubing set met product specifications with no noted discrepancies. Evaluation results of the 3 devices are as follows: (B)(4) for 87k arthroscopy pump, catalog 87000, serial # (B)(4). The evaluation was unable verify the complaint. The unit performed to specifications and passed all functional test requirements. The device was manufactured march 9, 2007. The last date of preventative maintenance (pm) was (B)(4) 2008. Device is overdue for the 12-month pm service interval. (B)(4) for 87k arthroscopy pump, catalog 87000, serial # (B)(4). The evaluation found the device was out of calibration. The device was manufactured february 1, 2007. The last date of preventative maintenance (pm) was (B)(4) 2009. Device is overdue for the 12-month pm service interval. (B)(4) for 87k arthroscopy tubing, catalog # 87100, lot # 1011171. The evaluation found the device functioned properly with no discrepancies after 20 minutes of testing. This device was manufactured november 17, 2010. No other complaints were found for this item and lot number. This adverse event is related to user error and in-servicing has been completed by the sales rep. The user manual cautions; place the end of the outflow tubing into an open waste container, at least six (6) inches above the level of fluid to obtain full flow rate, or attach it to a non-suction, closed container.

Event description:
During an acl repair, an 87k arthroscopy pump, sn (B)(4) began to alarm and then shut off. The staff reset the pump and the unit operated for a short time and alarmed/shut off again. Another 87k arthroscopy pump, sn (B)(4) was obtained and performed with the same results. At this time, the surgeon noted that the patient's knee appeared to have "more than the usual swelling" and elected to cancel the procedure. The surgeon was preparing the femur for the tunnel, but had not yet drilled any of the tunnels. In addition, the procedure was using an allograft so no graft had been harvested from the patient. The sales representative was called to the operating room to troubleshoot the situation after cancellation of the procedure and noticed that the outflow tubing had been hooked up incorrectly to the facility's third party suction system which is contraindicated in the user manual for this pump. The patient was moved to the recovery room and then released the same day. Follow-up communication indicates that the patient was re-scheduled for surgery and has had the acl repair completed. In servicing of the staff has been completed by sales representative.